Event description:
The customer reported that the system would not produce fluoroscopic x-ray. No pt or user injury was reported.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable and no additional service info was provided.